Event description:
No blood glucose levels reported. The customer reported that the insulin pump would turn off; however, screwing the battery cap of the insulin pump off and back on would turn the insulin pump back on. The customer requested for a replacement battery cap for the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.